Event description:
Philips received a complaint by the customer on the v60 indicating that during scheduled servicing of the device, it was observed that the device is getting alarm message: low leak ¿ co2 rebreathing risk. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer corrected the test set up by placing the whisper swivel in line with the test lung. Unit now operates as expected without the low leak alarm. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.